Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was having diarrhea the day of the call. The patient indicated that they were implanted the day prior to the call, but was not sure if therapy was turned on. During the call the patient was unable to connect to the ins with the patient programmer (pp) with or without the antenna, but indicated that they did have swelling at the implant site. The patient indicated that they had reached out to a manufacturer representative (rep) prior to calling the manufacturer call center. Additionally, the patient reported incontinence. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the sudden diarrhea and incontinence was that stimulation was not turned up high enough after surgery. The patient was implanted for fecal incontinence. The poor communication was resolved at the time of the follow-up. There were no further complication reported or anticipated.